Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 1104 (check vent: backup alarm failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was giving an 1104 error code. The rse instructed the customer that the recommended troubleshooting steps are to replace the motor controller (mc) printed circuit board assembly (pcba), then the central processing unit (cpu) pcba, and then the power management (pm) pcba. The customer stated that they would attempt the steps and then call back if further assistance is needed. Good faith efforts (gfes) are being completed to confirm the resolution of the device issue. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was stated that the mc mcba and the pm pcba were replaced as troubleshooting steps. However, replacement of the cpu pcba resolved the issue. It was confirmed that the 1104 backup alarm device issue was resolved, and the device was returned to use. The replaced parts were scrapped and will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.